Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that review of provided printouts revealed that the pulse generator exhibited a marker anomaly; the electrograms and markers were misaligned. No intervention was reported. The patient was fine.